Event description:
It was reported that during advancement of the spinal cord stimulation (scs) lead within the epidural space, an inadvertent dural puncture occurred, resulting in cerebrospinal fluid (csf) leakage. Following identification of the csf leak, the patient required admission beyond standard post procedure observation. The patient experienced positional headache when sitting upright and is being managed conservatively with monitoring and bed rest to support potential spontaneous closure of the puncture site. According to the physician's assessment, the complication was directly related to the procedure, and anatomical constraints within the epidural space limited further lead advancement, allowing placement of only one scs lead. The patient underwent a successful epidural blood patch procedure. The dural puncture has since resolved, and the patient has been discharged from the hospital with full clinical recovery and no further treatment required.

Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb.

Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb. Correction to the initial MDR in block: d5. The lead has not been returned as it remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis is a known risk with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis. A review of the device history record did not identify any manufacturing deviations that could have contributed to the event. A labeling review confirms that csf leakage is a known procedural risk associated with implantation of a spinal cord stimulation (scs) system. However, it was reported that an inadvertent dural puncture occurred during advancement of the scs lead, resulting in cerebrospinal fluid (csf) leakage and subsequent positional headache. The treating physician assessed that the complication was directly related to the procedure, and anatomical constraints contributed to the difficulty in lead advancement. The patient required additional medical management, including an epidural blood patch, and ultimately recovered without further complications. Based on the available information and physician assessment, this investigation is assigned a probable cause of adverse event related to procedure.

Event description:
It was reported that during advancement of the spinal cord stimulation (scs) lead within the epidural space, an inadvertent dural puncture occurred, resulting in cerebrospinal fluid (csf) leakage. Following identification of the csf leak, the patient required admission beyond standard post procedure observation. The patient experienced positional headache when sitting upright and is being managed conservatively with monitoring and bed rest to support potential spontaneous closure of the puncture site. According to the physicians assessment, the complication was directly related to the procedure, and anatomical constraints within the epidural space limited further lead advancement, allowing placement of only one scs lead. The patient underwent a successful epidural blood patch procedure. The dural puncture has since resolved, and the patient has been discharged from the hospital with full clinical recovery and no further treatment required.